Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jul-2023.

Manufacturer narrative:
PMA/510(k)# p050017 s002 and s003. Device evaluation: the zilver 518 vascular self-expanding stent device of unknown rpn and unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint is related to (B)(4) / MDR ref#: 3001845648-2023-00148 and was raised to capture the off label use of the replacement device used to successfully complete the procedure. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. IFU/label review: it should be noted that the instructions for use (ifu0043) states the following: ¿intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was established. From the additional information obtained, it is known that the device was used during a venous sinus stenting and the target location was the cerebral venous sinus. This is not the intended area of use for this device. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Summary: according to the initial reporter, during the procedure, the outer flexor sheath separated from the delivery handle hub on the original device. They removed the device and successfully completed the procedure with another device of the same type. This file captures the off label use of the replacement device that was used to successfully complete the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. From the additional information obtained, it is known that the device was used during a venous sinus stenting and the target location was the cerebral venous sinus. This is not the intended area of use for this device. As previously noted, IFU states that the device is ¿intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep 03feb2023 the outer flexor sheath separated from the delivery handle hub. They removed the device and successfully completed the procedure with another device of the same type. This file will capture the off label use of the replacement device that was used to successfully complete the procedure. Patient outcome: 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. 6.3.1.3 did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? No. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Patient/event info notes: 1.the rpn and lot number of the device that was used to successfully complete the procedure? 2.where was the access site for the procedure? 3. How was the procedure performed eg via a small incision in a vein in the upper part of the leg or the arm? Per rep 29mar2023 I don¿t think it was used. I was told they removed the system and used another. The stent should still be there¿. Selidinger technique via femoral vein. Unknown side. Ziv5/ziv6/zfv6: 3.32 are images of the device or procedure available? N/a, yes, no yes, a video. 3.33 at what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. Stent placement during deployment. 3.34 details of access sheath used (name, fr size, length)? Unkr. 3.35 what was the target location for the stent? Cerebral venous sinus 3.36 was the product inspected for kinks or damage before use? N/a, yes, no yes. 3.37 was the device used percutaneously? N/a, yes, no yes.. 3.38 was the device flushed through both flushing port before the procedure, as per IFU? N/a, yes, no unkr. 3.39 was predilation performed ahead of placement of the stent? N/a, yes, no unkr. 3.40 was postdilation performed after the placement of the stent? N/a, yes, no not placed. 3.41 details of the wire guide used (name, diameter, hyrdophyllic)? Unkr 3.42 did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered unkr. 3.43 was resistance encountered when advancing the wire guide to the target location? N/a, yes, no unkr. 3.44 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no unkr.. 3.45 how did the physician deal with this resistance? Unkr. 3.46 was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral n/a. If contralateral, was the bifurcation angle steep? N/a, yes, no. 3.47 did the tip of the delivery system cross the target location? N/a, yes, no unkr. 3.48 was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no possibly 3.49 was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no unkr. 3.50 was the handle pulled towards the hub during deployment? N/a, yes, no yes. 3.51 was the delivery system pushed during deployment? N/a, yes, no unkr. 3.52 was the stent deployed smoothly / without resistance? N/a, yes, no no.. If no, please detail any difficulty experienced during deployment: stopped in early deployment 3.53 what artery was the stent placed in? Vein. 3.54 was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no no. 3.55 did the patient have any preexisting conditions? N/a, yes, no unkr. If yes, please specify: 3.56 did the patient require any additional procedures as a result of this event? N/a, yes, no no. 3.57 what intervention (if any) was required? No. 3.58 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day none. 3.59 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no no. Please specify if yes.

Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.